Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that she was having a calcode issue with her onetouch ultra meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 10.30 pm on (B)(6) 2019. The patient confirmed that she manages her diabetes, with insulin (noadjustments). There is no evidence she made any changes to her normal diabetic routine. The patient alleges that 8 hours after the issue began, she developed symptoms of "profuse sweating and headache", which she self-treated by eating an apple. Csr noted that the issue was resolved with a walk through test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, and there is insufficient information to rule out the contribution of the subject meter to the event.